Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm rupture.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using a system of gore® excluder® aaa endoprostheses. On (B)(6) 2019, follow-up imaging reportedly revealed an impending rupture and an unspecified endoleak. An additional gore® excluder® aortic extender component was implanted proximally to repair the impending rupture and the endoleak. The patient tolerated the procedure.